Event description:
Customer reports drawer on pyxis anesthesia sys failed. No pt present.

Manufacturer narrative:
MFR's initial report date: 11/17/2010. (B)(4). Additional data/failure investigation: field svc tech investigation discovered physical item obstruction causing drawer failure.